Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly as it could not be inflated. A surgical procedure was performed, during which it was noted that both cylinders were shredded, resulting in fluid loss; therefore, all components were removed and replaced. There were no patient complications.